Event description:
When the device was used during an unk laparoscopic procedure, the spring broke. Consequently, the uterus was perforated. It is unk how the perforation was repaired. Several attempts have been made to obtain additional info, but have been unsuccessful.